Manufacturer narrative:
One ultra-fast-fix needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. This is a user controlled device. This style of delivery system requires user controlled manual trigger advancement to position and place the anchors. They are each then manually stripped off the needle tip. There is no deployment. Loosening of suture or anchors may inadvertently occur by the user during the depth limiter trimming. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use documentation contains precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent needle twisting, bending manipulation releasing anchors when not intended. Inadvertent disruption of sutures when trimming depth limiter. Proximity of anchor placement to each other causing tension on the opposite anchor. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Incomplete needle penetration through meniscus. Per instruction for use: ¿do not bend delivery needle. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle.¿ product met specifications upon release to distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during an acl with meniscal repair surgery the fast fix was deployed into the meniscus, when the surgeon was using the knot pusher to slide the knot down, the knot got stuck and was unable to slide it down completely. The suture was cut off and a new ultra fast fix was use to complete the surgery. The first fast fix was not removed from the patient's body. No delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.